Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "suspected/actual rupture/deflation" and "change shape/size/style". This record is for the right side. The device was explanted.